Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with back-to-back results of 48 mg/dl and 242 mg/dl. Based on the value of 48 mg/dl, pt ate glucose tablets and drank glucerna. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.